Event description:
It was reported that the patient had a pelvic mesh product implanted on (B)(6) 2002. (Unknown manufacturer and model of product). Report indicates that the patient "had suffered/will continue to suffer pain, suffering, disability, impairment."

Manufacturer narrative:
It is unknown if an ams product was implanted in this patient. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.